Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test due to loose drive support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and was unable to be cleared. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.